Manufacturer narrative:
The identity of the impacted product was revealed on june 18, 2021. The impacted product was a mentor smooth round moderate profile 425cc saline prosthesis. The impacted product was received by the failure analysis lab on june 25, 2021. The investigation of the returned device was completed by the failure analysis lab on june 25, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view measuring approximately 4.0 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the failure mode mentor was able to determine the lot number of the impacted product. The lot number is 267039. A manufacturing record evaluation (mre) was performed for the finished device number: 267039, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2021.